Event description:
A user facility reported 3m¿ ranger¿ blood/fluid warming high flow set leaked during priming, before use. No injuries or medical interventions were required due to the alleged malfunction.

Manufacturer narrative:
Based on the photo provided, a likely cause is a leak at the drip chamber exit tubing connection. Possible causes include pulling on the tubing, excessive twisting of the tubing, excessive force on the tubing, or insufficient bond of tubing to the drip chamber. Tubing bond failure can also be caused by over pressurization of set above 300 mmhg. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.